Event description:
During an angioplasty procedure, after a cypher stent was implanted, the patient complained of chest pain with st elevation on ECG after. Coronary angiography was conducted and thrombus was observed in the implanted cypher.